Event description:
It was reported that while using the surgical fiber during a prostate procedure, a decreased in tissue vaporization efficiency was observed at 174,884 joules of use. The procedure was completed suing a second fiber. Pt outcome: "no damages to the pt".

Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. The distal tip of the glass cap was found to be fractured and broken off. There was no indication or report of any part of the device remaining inside the pt. The metal cap exhibited severe burnt on detritus and melting at the output window. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.